Event description:
The driver arms were not working properly. The customer stated that the driver arms do not seem to hold the reservoir in place correctly. Instructed the customer to run a prime test. The insulin did not exit. A replacement pump was requested.